Manufacturer narrative:
Nc # (B)(4) has been opened for all late MDR submissions, which this pump will fall under as the initial complaint was never created in cq at the time of the complaint. This complaint was opened in response to case # (B)(4) on salesforce. The pump was received on 12/22/2023 and tested on 2/12/2024. The pump was tested with the following protocol for pressure sensor testing according to document # (B)(4). Connect tubing into reservoir. Prime tubing by gravity, then connect tubing to pressure gauge. Test 1: turn on the pump fail test if puon 07/18/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned. Mp displays "pressure error" on post test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. The pump ended up failing test 3 as the 30 psi test was done and the pump occluded at 39.74 psi, which is still out of specification, but less than what the reported complaint to be. It was also noted that upon powering up, the pump displayed a "battery test err" alarm upon post, and the pump was unable to power on.

Event description:
On 11/10/2023, zyno medical received a report that the pump had an ' occlusion sensor module - does not alarm when pressure reaches 45psi' issue. The infusion cannot resume without causing delay in treatment. The pump was received on 12/22/2023 and tested on 2/12/2024. Detail of the finding was stated in section h10 of this MDR.